Event description:
It was reported that patient experienced an erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and reservoir was explanted and no new device was implanted at time of explant. On (B)(6) 2018 a new 4.5cm aus cuff, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.